Event description:
It was reported that the filter had perforated the adjacent structures. On (B)(6), 2010, the patient was implanted with a greenfield filter. The patient had a history of deep venous thrombosis (dvt) of the right lower extremity. On (B)(6), 2018, the patient received a CT scan of the thoracic and lumbar spine. The inferior vena cava (ivc) filter was visualized with one of the prongs appearing to extend into the tributary vein. No further patient complications were reported.